Event description:
It was reported via repair work order that both footend ground jumpers were cut that connect to both side rails to the litter. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.